Event description:
The perfusionist reported that the bearing went down requiring a change in the ECMO circuit.

Event description:
Terumo cardiovascular is not aware of any similar reports whereby the centrifugal pump has experienced "bearing" problems resulting in pump stoppage. The incident reported by the facility is the only reported incident of such nature. Based upon our awareness of the event, co immediately began an investigation into the incident - and subsequently, an MDR (MFR's report #1212122-2005-00002) was submitted. Subsequent to the initial MFR's report, terumo submitted a follow-up report (MFR's follow-up #1 to #1212122-2005-00002), therein providing additional info that was not known and/or was not available at the time that the intital MFR's report was submitted. It is terumo cardiovascular's position that the subject product failed in operation due to its use in a manner that is inconsistent with accompanying aproduct labeling. The labeling that is provided with the subject centrifugal pump clearly indicates that the device is intended for use for up to a 6-hour period; however, the centrifugal pump had been in use for an approximate period of 4 days.